Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. See MFR. Report #s 1627487-2010-03827, 1627487-2010-03828 and 1627487-2010-03829. The pt received his scs system consisting of an ipg, two percutaneous leads and two anchors. It was reported that the pt was receiving painful stimulation. Consequently, the physician removed his scs system on (B)(6) 2010. The explanted devices were returned to the MFR for analysis.